Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. DHR review was completed and the device fulfilled all requirements prior to release.

Event description:
A case of pericardial effusion was reported in a procedure where the versacross transseptal sheath and versacross rf wire were used among other devices, including the cryo sheath catheter. Intra-cardiac echocardiograph confirmed there was an effusion, after baylis medical products had been removed from the patient. Pericardiocentesis was performed but the effusion persisted so the doctor transferred the patient to surgery. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. Caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. A separate MDR has been submitted for the versacross rf wire under MFR report number: 9710452-2021-00045.